Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. The analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was explanted and returned to the manufacturer with no performance allegations. The lead was analyzed and subsequently tested out of specification. No patient complications have been reported as a result of this event.